Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the pt has not felt the stimulation for several months and tried increasing it from 3 to 6, but the pt still does not feel the stimulation. Caller requested assistance with changing groups from group a but mentioned that the button to change groups is not visible. Agent had the caller increase the stimulation from 6 to 8, but the issue persisted. Agent redirected the caller and pt to the hcp, but the caller mentioned being in a different state until april. Agent sent the caller a list of physicians.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.